Manufacturer narrative:
Analysis revealed a general issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation system being used during a ventriculostomy procedure. It was reported that they were having difficulty calibrating the suretrak. It was "bonking" at them on the second step. This occurred intra-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.